Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of two 6-12f mynx control venous vascular closure device (vcd) was not maintaining pressure and inflation during use. A third device was opened and deployed successfully. There was no reported patient injury. The technician checked the devices per the instructions for use (IFU), inflated the balloons, and inspected balloon integrity prior to use. The balloons were reported to be intact. The technician inserted the devices per the IFU. The procedure was an electrophysiology (ep) case. The deployer was mynx certified. An 11f non-cordis sheath introducer was used. The mynx vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). Both devices maintained pressure during preparation. Both devices lost pressure during inflation while in the patient. During assessment of possible causes, nothing was observed under fluoroscopy. The balloon did not lose pressure after being pulled to the arteriotomy. There was no peripheral vascular disease (pvd) or calcium present in the vicinity of the puncture site. The devices will be returned for evaluation.